Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
A voice mail message was received in the product complaint dept general mailbox from the call center, a surgeon had contacted a nurse indicating he had placed an undefined mitek mini anchor in a pt's left foot (fifth metatarsal), an avulsion fracture. Four weeks post-op the pt developed an infection. The surgeon sent the pt to the infectious disease dept in the hosp who reported to the surgeon last evening that the anchor would have to be removed. The pt is reportedly going to have the anchor removed today ((B)(6) 2009) at 7 am. It was reported that the pt was non-compliant, walking on the foot earlier than the surgeon advised and eventually developed an infection in the area. The surgeon had been treating the pt with antibiotics, keflex and cipro. The nurse in the depuy mitek call center would like the complaint file reference.